Manufacturer narrative:
The tech isolated the issue to a worn latch spring and dirt on the siderail latch. He cleaned the latch and replaced the latch spring to repair the bed.

Event description:
Info received indicates the left head siderail will not latch.